Event description:
It was reported that the pt experienced erythema at the pump implantation site, pain over entire body and was unable to eat his meal. The pt presented to the hospital on the same day, where it was noted that his hand strength was poor and the pt had incontinence. The pt was afebrile initially; penicillin and cefamezine were administered. The temperature was recorded at 39.1; voltaren suppository was given. The pt experienced "constriction and tingling in abdomen" as well as erythema and swelling from abdomen to flank. There were no signs of meningeal irritation. "Dark areas" indicative of abscess were noted on the contrast CT. Bilateral pleural effusions were also noted. The pt and his family requested that the pump be removed due to concern of recurrence of abscess in vicinity of the pump. The pt was taken to surgery on two days later for removal of the pump under general anesthesia. Abscesses were confirmed in abdomen and back. The fluid from both abscesses and the catheter tip were sent for culture revealing staphylococcus aureus. A drain was inserted. The pt experienced worsening bilateral upper extremity stiffness a week later. The antibiotics were changed based on the sensitivity results from the culture. On the following month, the bedrest restriction was removed and the pt was able to start standing and walking exercises. The pt had "partial suture removal; erythema was nearly resolved. The pt remained hospitalized for an unspecified period. The pump contained gabalon. The hcp reported that during outpatient fluoroscopy in a month prior to original month, contrast was injected into the catheter access port of the pump. Infection from the studies and other procedures were suspected to be the cause of the abscesses in the vicinity of the pump. Antibiotics were prescribed prophylactically after the procedure. The pump was implanted outside of the fascia. The pt is susceptible to infection. The 2-0 silk suture was used for securing the pump and catheter.

Manufacturer narrative:
Results- other: used for catheter.